Event description:
It is reported that the patient received an implant and is experiencing unknown symptoms.

Manufacturer narrative:
Evaluation summary: review of primary surgical report provided did not reveal any deviations from the surgical technique. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.